Event description:
The pt experienced swelling over his pump. The health care professional aspirated the pocket but could not determine if the fluid was seroma or cerebrospinal fluid. An x-ray of the pump and catheter was taken but the results were not provided. About two weeks later, the pt reported that his first pump was moved because it "was not in good position" and was rubbing between his ribs and hips. The pt still had swelling. The medication being delivered via the device system was not reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).